Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that poor communication occurred due to failure of charge-coupled device (ccd) and e216 error occurred. E216 error is the error that occurs when abnormality of communication between endoscopes and processors occurs (instruction manual of otv-s300, chapter 10, when abnormality occurs, 10.2 how to tell the abnormality and how to handle it). The probable cause of occurrence of failure of ccd is that flood inside occurred due to puncture on the cable and the device failed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, the e216 scope communication error was confirmed, caused by a faulty charged coupled device. In addition, a smashed connector tip was discovered, and the device failed a leak test, caused by a puncture in the cable. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported to olympus an e216 scope communication error occurred with the hd camera head. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.